Event description:
Dr (B)(6) reports patient is experiencing symptoms related to elevated cobalt/chrome, including pseudotumor. Positive mars scan.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR: not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision due to elevated cobalt/chrome involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to elevated cobalt/chrome is considered to be under the scope of this recall

Event description:
Dr. (B)(6) reports patient is experiencing symptoms related to elevated cobalt/chrome, including pseudotumor. Positive mars scan.